Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between mar 11, 2026 and apr 7, 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was implanted and subsequently explanted in a secondary surgical procedure due to refractive surprise. The lens was replaced with another lens of the same model with a lower diopter (+20.0). The issue was identified during a post-operative examination. No additional information was provided.